Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port two. An internal visual inspection did not reveal fluid ingress. The hairline cracks finding is not related to the reported event. Based on an investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Visual inspection also revealed contamination in power port 1 and power port 2. The contamination is an additional finding, not related to the reported event, likely due to the handling of the device. Internal inspection revealed cracks on standoff posts within the controller housing. The observed cracks on the standoff post was not related to the reported event. Based on an investigation, the root cause of the crack was de termined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. An internal investigation was opened to investigate cracks on the internal threaded posts with controller 2.0. Functional testing revealed that the power ports perform a proper mating and locking action when a power source is connected. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. A power source lubrication procedure was performed on one power source, involved in the power switching events, in accordance with the requirements on (B)(6) 2018 to mitigate the reported conditions. There is no evidence that the lubrication servicing was performed on the additional power sources involved in power switching. Log file analysis revealed a controller power up event on (B)(6) 2020, at 22:46:22. The data point prior to the loss of power revealed that one battery was connected to power port one (1) with 41% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 91% rsoc. The data point recorded after the loss of power revealed that a second battery was connected to power port one (1) and the first battery was connected to power port two (2). The controller was without power for 11 seconds. As a result, the reported loss of power and power switching events were confirmed. However, the reported poor mechanical connection could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources as described in the event details. The most likely root cause of the power switching events can be attributed to momentary disconnections. Momentary disconnections after lubrication can be attributed to contamination of the controller power ports and/or temporary corrosion of the controller-port/power-source pins. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted to include the correction numbers associated with product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching. The power sources connected to one of the power ports of the controller switched to the other port despite whichever battery was connected and this looped to a poor connectivity with the power port. The patient disconnected the second power source for a short period of time which resulted in a controller power up event. The controller was exchanged. No patient complications have been reported as a result of this event.